Event description:
Device malfunction: none. Symptoms/ ae: hypotension, stroke. Time of ae: during the procedure. It was reported that during a right internal carotid artery stenting procedure, after inflation of the postdilatation balloon, the patient had significant hypotension and was noted to have left sided weakness. Dobutamine and neosynephrine were started. Prior to leaving the catheter lab, the dobutamine was discontinued and the neosynephrine was increased. The patient was taken for a stat CT scan which was negative. Subsequent CT scans showed a right posterior frontal acute infarct. A nasogastric tube was placed due to a weak swallow. The patient was evaluated by speech, physical and occupational therapies. Two days post procedure, the hypotension resolved and the neurological status began to improve as well. Six days post procedure, the patient was discharged to a rehabilitation facility. Although requested, there is no additional information available. Study event.

Manufacturer narrative:
The device was discarded. The lot number was not provided. The lot history record for this product was not reviewed because the product was not returned to abbott for analysis and the lot number was not reported. Stroke is known adverse event associated with this procedure. No product malfunction was reported.